Event description:
Country of complaint: (B)(6). Complaint description: dental hand-piece getting hot in use, pt suffered a burn to the inside of the mouth (mucosa).

Manufacturer narrative:
Us reporting agent notified :(B)(6) 2014. Complaint description: dental hand-piece getting hot in use, pt suffered a burn to the inside of the mouth (mucosa). The hand-piece has been serviced by third party service company ((B)(6)). No delay in surgery reported. The size of the burr used in the incident is unk and is not available for inspection. The customer is unable to recall the exact date of occurrence other than last week. Evaluation on-going. No further pt information and/or surgery delay information was provided at the time of this report.